Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was noted that the pump emitted a cs 006 service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/08/2016 with the following findings: during investigation, the pump powered up with auditory and vibration to a blank screen. The original complaint was unable to be adequately investigated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board. A technical analysis revealed an eeprom failure.